Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead, ubd: 13-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's lead wire broke. The patient noticed that her lead was not working properly and the lead was replaced; the revision occurred in (B)(6) 2018. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.